Event description:
On 3/15/96 after an emergency diagnostic catheterization, the decision was made to proceed with ptca of the lad artery due to persistent chest pain and st segment elevation. When the guide wire was being removed, the guide wire broke and the core remained in the distal vessel. Retrieval attempts were unsuccessful. On 3/18/96, the pt underwent surgery to remove the remaining wire fragment. (*)